Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 5f non-boston scientific (bsc) guide catheter was inserted, a 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. Another 2.75 x 24mm synergy xd des was advanced, but the device failed to cross the lesion, and the shaft also broke. Both devices were removed from the patient together with the guide catheter, and there were no fragments left in the patient. The procedure was completed with another 2.75 x 24mm synergy xd des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 24mm was returned for analysis. A visual, tactile and microscopic examination was performed on the device. A visual and tactile examination identified that a break had occurred in the hypotube. The break was located at 57cm distal to the distal strain relief. Both sections of the break were kinked at various locations along their lengths. A visual and tactile examination identified no kinks or damages. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the crimped stent identified no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 5f non-boston scientific (bsc) guide catheter was inserted, a 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. Another 2.75 x 24mm synergy xd des was advanced, but the device failed to cross the lesion, and the shaft also broke. Both devices were removed from the patient together with the guide catheter, and there were no fragments left in the patient. The procedure was completed with another 2.75 x 24mm synergy xd des. No patient complications were reported.